Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump and using cold insulin. Tandem customer technical support informed customer that fiasp insulin and using cold insulin is off-label per the user guide. Customer changed pump supplies to address the issue.